Manufacturer narrative:
Received two plum sets with filter. Sample one was attached to an infusion set with chemolock and spiros, a chemolock, and extension tubing with microclave and chemoport. As received the inlet and outlet filter of sample 1 appeared to be wetted out with prior infusate. The outlet filter of sample two also appeared to be wetted out with prior infusate. Each set was leak tested per specification. A leak was observed from the outlet filter of the inline filter of both sets. The complaint of filter leakage can be confirmed however no cracks were found. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. A lot # review could not be conducted because no lot number(s) was/were identified. D9 device returned to manufacturer on 7/15/2024. D4 UDI unknown due to no list or lot number provided.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on various days during the week of may 6, 2024 - may 10, 2024, and involved an unspecified plumset. It was reported there were two leaks where the filter was completely cracked, and fluid was free flowing from the line. There was unknown patient involvement and unknown human harm. This captures 2 occurrences.